Event description:
A patient reported they were unable to test. Their meter allegedly had no power. There were no results on their meter. There were no other tests or comparisons done. Not treated. Customer was hospitalized in 2002, but it was due to chest pain and the diagnosis was "lung problem". No further information has been reported.